Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that while ventilating on a patient, the unit gave a check vent alarm. The device was being used on a patient at the time of the event. The respiratory therapist paused ventilation and swapped the vent out. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer confirmed that multiple errors codes were in the device error log. The rse advised the customer to replace the power management (pm) board to resolve the issue. It was also noted that the battery was just over 5 years old, and the rse advised the customer to replace that as well due to age. The customer stated that they have preventative maintenance scheduled and will have it replaced at that time.